Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (prime issue) issue. It was reported that the pump was emitting loss of prime alarms. It was noted that the pump required the user to perform the load and prime steps but not the rewind step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during investigation, a review of the pump¿s black box showed loss of prime with non-zero force. No loss of prime alarms occurred during the investigation. The force sensor calibration was within specifications. During testing,a loss of prime was induced and the pump went directly to the prime step without having to load the pump again. The loss of prime issue was not duplicated during investigation.